Event description:
It was reported that the patients spinal cord stimulator (scs) device was broken, and the patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6). Batch: 5030884/5031234.